Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system test, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6)2016 due to a high blood glucose level of 517 mg/dl. She had a diabetic ketoacidosis. The customer had a significant stomach virus. The customer was put on a drip and later discharged. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump alarmed failed battery test and it alarmed again after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.